Event description:
The patient reported difficulty with charging the implant. An advanced bionics representative peformed device evaluation. The problem was confirmed. The patient was explanted and reimplanted with a new advanced bionics spinal cord stimulator.